Event description:
The device leaked. The device was filled with blood and had to be changed several times during treatment resulting in clotting of the dialyzer and loss of approx 100 cc of blood. Blood also leaked through the device into the pressure transducer which had to be disassembled, cleaned and disinfected.